Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead analyzed it was reported the pace/sense lead was capped due to oversensing. In addition, it was reported the hv lead was explanted and replaced due to increasing impedance. At change out, insulation degradation noticed on the hv lead. No patient complications were reported as a result of this event. No conclusion can be drawn oversensing.

Event description:
It was reported the pace/sense lead was capped due to oversensing. In addition, it was reported the hv lead was explanted and replaced due to increasing impedance. At change out, insulation degradation noticed on the hv lead. No patient complications were reported as a result of this event.